Event description:
It was reported that during a low anterior resection, there were no staples in the device. The case lasted three hours longer than normal. Surgeon did colo-anal anastomosis by hand sewing to finish the case. Patient needed an ileostomy and a longer hospital stay.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time.